Event description:
Additional information received from the company representative reported that the stall recovered upon checking the logs on 2024-11-05 at 3:07 pm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine, fentanyl and bupivacaine via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) interrogated the pump and noted an alert stating pump was stalled for 573 hours with service code 99 (motor stall.) The company representative (rep) confirmed that the patient had magnetic resonance imaging (MRI) on (B)(6) 2024. The agent reviewed information around telemetry state with smii pumps after MRI. The agent advised the rep to proceed with the pump refill and check that residual volume matches what is expected and to check pump logs again for a motor stall recovery message that should show today. No symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.